Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia and near to be in coma [diabetic hyperglycaemic coma]. Hyper acetone (+3) [blood ketone body increased]. Problem in novopen junior [device malfunction]. Using the insulin by syringe [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "problem in novopen junior (device malfunction)" with an unspecified onset date, "hyperglycemia and near to be in coma (coma hyperglycaemic)" with an unspecified onset date, "hyper acetone (+3) (acetone high)" with an unspecified onset date, and concerned a 13 years old male patient who was treated with novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unk, subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "type 1 diabetes mellitus", novopen junior (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's weight: 43 kg. Patient's height reported as 150 cm or more. Patient's body mass index was not reported. Current condition: type 1 diabetes mellitus (since 3 years old). Reported as no other diseases. Concomitant products included - lantus (insulin glargine) ongoing. On an unknown date, patient suffered from hyperglycaemia and near to be in coma , hyper acetone was reported as (+3) (units not reported) due to the problem in novopen junior. The pen problem was solved as per successful trouble shooting. The event existed from 1 week and recovered after using the insulin by syringe. Glycosylated haemoglobin (hba1c) was 12 (units not reported), fasting blood glucose (fbg) was 250 mg/dl and post-prandial blood glucose (ppbg) was 300-400 mg /dl during the event and the most recent random blood glucose (rbg) reported was 450 mg/dl. Batch numbers: novorapid penfill: l6v69 (non valid). Novopen junior: vug0282 (non valid). Action taken to novorapid penfill was not reported. Action taken of novopen junior was not reported. The outcome for the event "problem in novopen junior (device malfunction)" was not reported. The outcome for the event "hyperglycemia and near to be in coma (coma hyperglycaemic)" was recovered. The outcome for the event "hyper acetone (+3) (acetone high)" was recovered.

Event description:
Case description: batch numbers: novorapid penfill: not reported. Novopen junior: not reported. Investigation result: name: novopen junior, batch number: vug0282. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal name: novorapid penfill 3 ml 100iu/ml, batch number: l6v69. No conclusion can be made without the sample or a valid batch number. The reported batch number is not valid. The product was not returned for examination. Final manufacturer's comment: on 15-sep-2022: the suspected device novopen junior has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen junior. Company comment: hyperglycaemic coma is assessed as listed event; acetone high is assessed as unlisted event according to the novo nordisk current ccds in novorapid penfill. The suspected faulty device and novorapid has not been returned to novo nordisk for evalution. Patient is a child (13 years) and underlying type 1 diabetes mellitus are significant confounding factors for the development of hyperglyacemia and its complications. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Reporter comment: non valid batch numbers for novorapid penfill and novopen junior were reported. Novorapid penfill: l6v69. Novopen junior: vug0282. H3 continued: evaluation summary: name: novopen junior, batch number: vug0282. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.